Event description:
During spontaneous call with the patient, spoke with patient in regards to her treprostinil and the vial leaking when she completed her mill this evening. Patient said she received mini spike disp pin in her most recent order and when she punctured the treprostinil 5mg/ml vial, she injected air into the vial like she always does and when she started to withdraw the treprostinil from the vial, medication started to leak through the filter. Patient said she took mini spike disp pin out and re-inserted without injecting air into the vial and this time she was unable to withdraw any treprostinil medication from the vial. Patient stated she then took the mini spike disp pin out and placed a different spike in to see if that would be better (2nd spike tried was the mini spike IV disp pin) and she again pushed air into the vial and when she tried to remove treprostinil from the vial it too also leaked through the spike filter but not as badly. Pt verbalized understanding but said she did use the mini spike disp pin without pushing air into the vial and no medication could be withdrawn. Pt states her next mix's not for 2 more days, asked pt if she wanted to try to get a new mini spike disp pin and pace in treprostinil vial to see if that works. Pt declined and said she will try a new one in 2 days when she does her next mix. Pt is afraid that she is going to lose too much medication if she spikes continues to leak. Advised pt that the spikes may be defective or the treprostinil vial mayn be defective. Advised pt to hold or to all 3 items in case we need her to return the items. Pt verbalized understanding. Pt provided the following lots: mini spike disp pin lot: 0061793505, exp: 07/31/2026, mini spike IV disp pin lot 0261732524, exp: 04/30/2025. Treprostinil mdv 5mg/ml lot 168091, exp: 09/2023. Advised pt that since the mini spike disp pin and mini spike IV disp pin are both ventec she does not have to worry about pushing air into the vial. Reported to (B)(6) by pt/caregiver.